Event description:
The pt contacted lifescan alleging that their one touch ultra meter had a test strip port issue. The medical specialist mailed a letter since the pt could ot be reached. The pt described feeling dizzy during the time of concern. They were taken to the hospital, where they were administered 30 units of novolin 70/30 in the morning and 12 units in the evening. Blood glucose results obtained at the hospital were not specified. The pt did not allege harm. There is insufficient info to suggest that the pt experienced injury or medical intervention due to the meter. It would have been helpful to know when the pt last tested, if they attempted to test prior to going to the hospital, the results obtained at the hospital, and their diabetes medication regimen. The pt reported that the strips "fell down inside the meter". The meter was replaced.